Event description:
It was reported that pump displayed malfunction code malf 16 without any notable events occurring beforehand and was not resettable. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, agreed to return pump using prepaid label, and was instructed to place pump in storage mode before return, reenter pump settings into replacement pump, and reconnect continuous glucose monitor, while technical support confirmed pump was in warranty and arranged shipment of replacement pump and completion of field correction form on customer¿s behalf.